Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical notification received for revision of right total knee to address instability with extensive ligamentous laxity. Date of implantation: (B)(6) 2020, date of revision: (B)(6) 2020, (right knee). Treatment: tibial insert revised. Additional information received: dor (B)(6) 2020: patient received a right knee revision of the tibial insert to treat pain and instability secondary to unspecified internal derangement of the knee. Upon entering the joint, medial compartment scar tissue was debrided. The surgeon notes the knee had intolerable medial laxity with hyperextension. The was no noted wear or dysfunction of the revised tibial insert. The patient received a size 5/14 mm cr fb insert that provided excellent rom and stability. All other knee components were retained. The procedure was completed without complications. Doi: (B)(6) 2020, dor (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.